Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 23 years old and was last returned to the manufacturer for repair on (B)(4) 1997. Prior to repair the unit was out of calibration on the left and right side. Also, the device produced an acceptable test mesh. The repair technician replaced the side plates, cutter, roller, sliding pin, set screw and spring. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not cutting into the dermacarriers all the way. Additional clinical follow up with the hospital indicated that the reported event meant the tissue was not completely meshed in some areas of the graft. The surgeon was able to manually complete the desired perforations of the tissue and the harvested tissue was usable. The facility has additional units available if needed. There was no additional harvest, increased surgical time, or medical/surgical intervention.